Event description:
A customer reported error message ¿4019 spec. Z-axis home not found¿ on the aia-360 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and was not able to reproduce the error. As a preventive measure fse inspected the cable from the drive board connector 217 to the parameter (pm) 202 and found a wire that was breaking. Fse resolved the complaint by replacing the cable assemblies. Fse repaired and validated the analyzer. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 08jul2021 through aware date 08aug2022. There were no similar complaints identified during the search period. The aia-360 operator's manual under section7-1: error messages states the following: (4019) spec. Z-axis home not found description: the home position of the specimen z-axis motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to the damaged wire.